Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump was explanted due to infection. No patient symptoms were reported. The patient recovered without sequela.